Manufacturer narrative:
The subject device was returned to olympus for evaluation. The probe was broken off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during transitioning from laparoscopic assisted distal gastrectomy to laparotomy using the subject device, probe damage error occurred and the probe broke off. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of checking the device the probe was broken at 17 mm from the distal end. The broken probe tip was not sent. A scratch was confirmed on the probe gripping surface side. There were no scratches or contact marks at the non-insulated area of the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1)the probe came into contact with a metal object or surgical instruments while the output was activating in seal & cut mode. 2)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error(error code:u504) occurred. 3)the probe broke when added some load. The above device handling has warned in the instruction manual. Some information cannot be reported because no information was provided. A supplemental report will be submitted, if additional or significant information becomes available.